Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011, for this event. The field service engineer (fse) performed a high sensitivity system check which failed to pass within instrument specifications. The fse replaced the aspirate probe peri-pump tubing in order to get the probe to function and aspirate properly. The fse verified the repairs by performing a system check, a high sensitivity system check and a quality control assessment, which all generated acceptable results. After the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause has not been determined to date for this event with the data provided. Associated mdrs: 2122870-2012-00043, 2122870-2012-00044.

Event description:
The customer reported that on (B)(6) 2011, higher than expected cardiac troponin (accutni) results were generated from an access 2 immunoassay system for eleven patients. Additional patient result data was provided by the customer but the results were not questioned by the customer and hence were not included in this event. This report is to address the initial, higher than expected accutni results generated on an access 2 immunoassay system on (B)(6) 2011, for ten patients. Beckman coulter inc. Assessment of customer supplied data indicated that erroneously elevated accutni patient results above the acute myocardial infarction (ami) cutoff of the assay were generated for one patient, which upon repeat on another instrument generated a lower result in the normal reference range of the assay. Additionally, erroneously elevated patient results within the risk stratification range of the assay were generated for seven patients, which upon repeat on another instrument produced lower results in the normal reference range of the assay. Finally, elevated results within the risk stratification range of the assay were generated for two patients, which upon repeat on another instrument reproduced within the risk stratification range of the assay but collectively were outside of labeled accutni assay precision claims. The initial erroneous accutni results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment for these patients. The samples were collected in lithium heparin tubes and centrifuged prior to testing. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a system check performed prior to the event had passed within instrument specifications. Instrument assay quality control results generated after the event did not meet customer established specifications.